Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the patient's own cause" and "due to non-sterile operation." The peritonitis was manifested by cloudy dialysate and abdominal cramps. It was reported that the patient was hospitalized for another indication. The patient received unspecified treatment for the event. It was reported that after seven days, the patient¿s symptoms of discomfort improved; however, the patient outcome for the peritonitis event was not reported. At the time of this report, the action taken with peritoneal dialysis (pd) therapy was not reported. It was not reported whether the patient was retrained on the proper aseptic technique. No additional information is available.